Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The customer contacted the patient for follow up and was notified the patient had expired. The cause of death is unknown. Further information was requested but has not been received.